Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was emitting smoke.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: unit on tower was smoking. Probable root cause: main board, front board, or receptacle board malfunction light engine malfunction power supply malfunction software malfunction foreign material on proximal end of light cable the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was emitting smoke.